Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No battery power loss alarms noted. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test unit passed the delivery accuracy test. Unit received with light moisture damage to lcd board. Unit was unable to download due to multiple displayable history crc check failed alarms in history screen. The alarms are due to corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that his wife went to emergency room as her blood glucose was high of 355mg/dl which was treated with insulin pen on (B)(6) 2018. Customer¿s current blood glucose was not given. Customer was off to the insulin pump for less than 48 hours prior to hospitalization. Customer also reports that insulin pump was not working as it was exposed to swimming pool water. Customer stated that they could see fluid behind the screen black spot n upper portion of screen which could not see at all. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.